Event description:
Boston scientific received information that the right atrial (ra) lead displayed noise and pacing impedance measurements less than 200 ohms. A revision procedure was performed and the ra lead and device were explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.